Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a review of carelink transmission showed the right ventricular lead integrity warning for sensing integrity count, ventricular tachyrhythmias-non sustained and noise being oversensed. The device is still in use. No patient complications have been reported as a result of this event.